Manufacturer narrative:
Device was used off label, as the patient had a sounding length of 11cm. The handpiece was returned, and an investigation was conducted. Functional testing was unable to be performed due to damaged cervical balloon. The rf controller was returned, and an investigation was conducted. The uit feature in the rf controller was found to be functional. All rf controller specifications relevant to the uit function were also tested and all were found to be in compliance with manufacturer's original specifications. All handpieces meet all qa specifications when then they are released, including adequate sterilization. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
Minerva procedure was performed by a resident in a (B)(6) patient suffering from aub (e). Hysteroscopy was not performed in this case. Minerva dilator was not used, and the degree of cervical dilation is unknown. The sounding length was 11-cm. The minerva device was inserted and deployed in green; number of dots unknown. The cervical balloon was inflated, and the slider stayed in red. Hissing sound was heard at the endocervical canal-device interface. A second syringe of air was added to the cervical balloon and hissing stopped. The slider on the rfc moved into the green. Uit was initiated and passed on the first attempt. This was followed by 120 seconds of ablation. Upon completion the device was unlocked and removed. Post-treatment hysteroscopy was not performed. Diagnostic laparoscopy was performed after the procedure. A small area of serosal blanching on the uterine serosa in the center between the mid-line and uterine cornu was observed. While not sure, doctor indicated the possibility of a very small defect being present. To rule out the possibility of thermal injury to the organs of the abdominal cavity, a general surgeon was called in for a consult. After evaluating the abdominal cavity bowel injury was ruled out. Dr. Made a decision to perform hysterectomy. The patient recovered normally and discharged a few days later.